Event description:
Per the clinic, the patient underwent revision surgery to remove the abutment on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2021.